Event description:
Related manufacturer reference number: 3006705815-2022-15644. It was reported that the patient experienced ineffective stimulation due to lead migration following a trauma. As such, surgical intervention took place on (B)(6) 2022 wherein one lead was repositioned and the other lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op. It is unknown which lead was explanted and which one was repositioned.

Manufacturer narrative:
Date of event is estimated. Patient was implanted with two lead, out of which one was replaced under manufacturer related reference number: 1627487-2020-00554 and 3006705815-2020-00244. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI unknown, serial: unknown, batch: unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
D6a - date of implant.